Event description:
Balloon was defective - couldn't attach balloon to the wire. Manufacturer response for balloon catheter, nc euphora balloon catheter (per site reporter) clinical site notified manufacturer directly and coordinated return of device if applicable.